Event description:
It was reported that during a procedure involving one onyx trucor coronary drug-eluting stent, the stent was unable to cross the lesion. The lesion being treated was moderately tortuous, moderately calcified with 80% stenosis located in the distal left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The stent was positioned on the balloon between the marker bands as per position specification, but due to mid and distal stent deformation the stent did not meet visual acceptance specification. The stylette was stuck in the device. There were no issues evident to the tip but it was found that the shaft was stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.